Event description:
It was further reported that only one of the batteries exhibited power switching. It was also reported that more power switching and beeping has occurred.

Manufacturer narrative:
A supplemental report is being submitted for an update to (b5): event description, h6: patient codes (ime/annex e) and (imf/annex f) health impact code. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and six batteries were returned for evaluation. Two batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of bat810599, bat810600, bat811264, bat810634, and bat594859 revealed that the batteries passed visual inspection and functional testing. Failure analysis of bat810602 revealed that the battery passed functional testing. Visual inspection revealed a foreign sticker covering the battery vent. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed contamination within both power ports, the serial port and the driveline connector. Supplemental testing was performed on the controller and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. The observed battery foreign sticker, serial port contamination, and driveline connector contamination are additional findings not related to the reported event and can be attributed to handling of the devices. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the available data log file revealed several premature power switching events that were due to momentary disconnections involving bat810599, bat810600, bat810602, bat811264, bat810634 and bat594859 as well as a premature power switching event that was due to a communication error involving bat810602. Analysis of the data log files also revealed several momentary disconnections that did not lead to premature power switching events involving bat810599, bat810600, bat810602, bat811264, bat810634 and bat594859. Momentary disconnections will result in an audible tone or 'beep'. Log file analysis revealed three (3) controller power up events with associated motor start events logged on (B)(6) 2020 at 19:16:13, on (B)(6) 2020 at 20:49:57, and on (B)(6) 2020 at 11:32:45. Momentary disconnections were observed leading up to losses of power in volving bat811264, bat810634 and bat594859. The controller was without power for 11 seconds, 21 seconds, and 9 seconds, respectively. Review of the alarm log file did not reveal any power disconnect alarms. However, review of the data log files revealed multiple instances involving bat810599, bat810600, bat810602, bat811264, and bat810634 where the batteries' relative state of charge (rsoc) were between 101-201, which is indicative of communication errors. The observed communication errors are likely related to the reported power disconnect alarms. As a result, the reported events were confirmed. There is no evidence that the lubrication servicing was performed on bat810598, bat810599, bat810600, bat810602, bat810603, bat811264, and bat810634. A power source lubrication procedure had been performed on bat594859 in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018 and (B)(6) 2018. The most likely root cause of the observed premature power switching events can be attributed to communication errors, momentary dis connections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the reported ¿beeps" event can be attributed to momentary disconnections between the controller and b atteries and/or to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though th is CAPA is closed, con319816, bat810598, bat810599, bat810600, bat810602, bat811264, and bat810634 falls within the bounds of this CAPA. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: serial or lot#: bat810598 h6: FDA method code(s): b15 d4: serial or lot#: bat594859 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received an additional battery that exhibited power switching. H10 adding additional product battery: (B)(6). D1: heartware ventricular assist system ¿ battery d4: model #: 1650. Catalog #: 1650. Expiration date: 31-jan-2019. Serial or lot#: (B)(6). UDI #: (B)(4). D10: yes, return date:11-feb-2021. H3: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. H4: mfg date: 26-jan-2018. H5: no. H6: patient code(s): e2403. H6: device code(s): c26. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that another additional battery exhibited power switching and beeping.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the controller and six batteries were not returned for evaluation. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the available data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6) and (B)(6), as well as several momentary disconnections that did not lead to premature power switching events involving (B)(6), (B)(6) and (B)(6) within the analyzed period. Momentary disconnections will result in an audible tone or 'beep'. As a result, the reported event was confirmed. There is no evidence that the lubrication servicing was performed on the associated power sources. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. CAPA pr00389403 investigated momentary disconnections. Additional products: d4: serial or lot#: (B)(6), h3: yes, h6: FDA method code(s): b15,b17, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d14, d4: serial or lot#: (B)(6), h3: yes, h6: FDA method code(s): b15,b17, h6: FDA results code(s): c04, h6: FDA conclusion code(s): d01 d4: serial or lot#: (B)(6), h3: yes, h6: FDA method code(s): b15,b17, h6: FDA results code(s): c04, h6: FDA conclusion code(s): d01, d4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b15,b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b15,b17, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d14, d4: serial or lot#: (B)(6), h3: yes, h6: FDA method code(s): b15,b17, h6: FDA results code(s): c04, h6: FDA conclusion code(s): d01. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system: battery. Model #: 1650; catalog #: 1650; expiration date: 30 jun 2020; serial or lot#: (B)(4); UDI #: (B)(4). Device available for evaluation? No. Mfg date: 20 jun 2019. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650; catalog #: 1650; expiration date: 30 jun 2020; serial or lot#: (B)(4); UDI#: (B)(4). Device available for evaluation? No. Mfg date: 20 jun 2019. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650; catalog #: 1650; expiration date: 30 jun 2020; serial or lot#: (B)(4); UDI #: (B)(4). Device available for evaluation? No. Mfg date: 20 jun 2019. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650; catalog #: 1650; expiration date: 30 jun 2020; serial or lot#: (B)(4); UDI #: (B)(4). Device available for evaluation? No. Mfg date: 20 jun 2019. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650; catalog #: 1650; expiration date: 30 jun 2020; serial or lot#: (B)(4); UDI #: (B)(4). Device available for evaluation? No. Mfg date: 20 jun 2019. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery d4: model #: 1650; catalog #: 1650 / expiration date: 31 jul 2020; serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation? No. Mfg date: 30 jul 2019. Labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and the batteries exhibited power switching with two beeps. The controller and the batteries will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
One controller and five batteries were returned for evaluation. Two batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of four batteries revealed that the batteries passed visual inspection and functional testing. Failure analysis of one battery revealed that the battery passed functional testing. Visual inspection revealed a foreign sticker covering the battery vent. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed contamination within both power ports, the serial port and the driveline connector. The observed battery foreign sticker, serial port contamination, and driveline connector contamination are additional findings not related to the reported event and can be attributed to handling of the devices. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the available data log file revealed several premature power switching events that were due to momentary disconnections involving five batteries, as well as a premature power switching event that was due to a communication error involving one battery. Analysis of the data log files also revealed several momentary disconnections that did not lead to premature power switching events involving five batteries. Momentary disconnections will result in an audible tone or 'beep'. Log file analysis revealed three controller power up events with associated motor start events logged on 09-dec-2020 at 19:16:13, on 11-dec-2020 at 20:49:57, and on 13-dec-2020 at 11:32:45. Several momentary disconnections were observed leading up to losses of power. The controller was without power for 11 seconds, 21 seconds, and 9 seconds, respectively. Review of the alarm log file did not reveal any power disconnect alarms. However, review of the data log files revealed multiple instances involving five batteries where the batteries' relative state of charge (rsoc) were between 101-201, which is indicative of communication errors. The observed communication errors are likely related to the reported power disconnect alarms. As a result, the reported events were confirmed. There is no evidence that the lubrication servicing was performed on the batteries. The most likely root cause of the reported premature power switching event can be attributed to a communication error between the controller and battery, momentary disconnections between the controller and batteries, and/or to momentary disconnections due to contamination within the power ports. However, the most likely root cause of the reported ¿beeps" event can be attributed to momentary disconnections between the controller and batteries and/or to momentary disconnections due to contamination within the power ports. CAPA pr00389403 investigated momentary disconnections. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: serial #: (B)(6) d9: yes, return date: 11-feb-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) d9: yes, return date: 11-feb-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d02 d4: serial #: (B)(6) d9: yes, return date: 11-feb-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c15 h6: FDA conclusion code(s): d11 d4: serial #: (B)(6) d9: yes, return date: 11-feb-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 d4: serial #: (B)(6) d9: yes, return date: 11-feb-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections. Device available for evaluation? For (B)(6) was corrected from yes to no. Device manufacture date for (B)(6) was corrected from 20-jun-2019 to 23-jun-2019. Product event summary: one controller and seven batteries ((B)(6)) were not returned for evaluation. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the available data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6) as well as a premature power switching event that was due to a communication error involving (B)(6). Analysis of the data log files also revealed several momentary disconnections that did not lead to premature power switching events involving (B)(6). Momentary disconnections will result in an audible tone or 'beep'. Log file analysis revealed three (3) controller power up events with associated motor start events logged on (B)(6) 2020 at 19:16:13, on (B)(6) 2020 at 20:49:57, and on (B)(6) 2020 at 11:32:45. Several momentary disconnections were observed leading up to losses of power. The controller was without power for 11 seconds, 21 seconds, and 9 seconds, respectively. Review of the alarm log file did not reveal any power disconnect alarms. However, review of the data log files revealed multiple instances involving (B)(6), where the batteries' relative state of charge (rsoc) were between 101-201, which is indicative of communication errors. The observed communication errors are likely related to the reported power disconnect alarms. As a result, the reported events were confirmed. There is no evidence that the lubrication servicing was performed on the batteries. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections and a communication error between the controller and batteries. However, the most likely root cause of the reported ¿beeps" can be attributed to momentary disconnections between the controller and batteries. CAPA pr00389403 investigated momentary disconnections. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: serial #: (B)(6) h4: mfg date: 23-jun-2019 d4: serial #: (B)(6) d9: no h3: yes h4: mfg date: 23-jun-2019 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6),d9: no h3: yes h4: mfg date: 23-jun-2019 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6), h3: yes h4: mfg date: 23-jun-2019 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d02 d4: serial #: (B)(6)h4: mfg date: 23-jun-2019 d4: serial #: (B)(6), d9: no h3: yes h6: FDA conclusion code(s): d02 d4: serial #: (B)(6)h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction to h10 added additional products, patient ime imf codes. Additional products: d1: battery d4: serial#: (B)(6), h6: patient ime code(s): e2403, h6: imf code(s): f26, d1: battery d4: serial#: (B)(6), h6: patient ime code(s): e2403, h6: imf code(s): f26, d1: battery d4: serial#: (B)(6), h6: patient ime code(s): e2403, h6: imf code(s): f26, d1: battery d4: serial#: (B)(6), h6: patient ime code(s): e2403, h6: imf code(s): f26 d1: battery d4: serial#: (B)(6), h6: patient ime code(s): e2403 h6: imf code(s): f26 d1: battery d4: serial#: (B)(6), h6: patient ime code(s): e2403, h6: imf code(s): f26. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and for device returns. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 11-dec-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d4: serial or lot#: (B)(6) d9: yes, return date: 11-dec-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d4: serial or lot#: (B)(6) d9: yes, return date: 11-dec-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2020 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 19-jul-2019 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a0705 h6: FDA results code(s): c50675 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pump stopped three times due to power switching. It was also reported that several of the batteries exhibited power disconnect alarms. The controller and batteries were replaced.